Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test (B) (6), 2009 indicated the device was not functioning within specifications. The patients device was explanted (B) (6), 2009 and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4). Cochlear attempted an electronic submission on march 19, 2009, unsuccessfully. Cochlear submitted paper submission march 9, 2009 and per FDA request, submitting electronically.